Event description:
The hosp ICU staff attempted to use the device during a 'code blue' to administer pacing and deefibrillation therapy to a pt diagnosed in cardiac arrest. The device reportedly displayed a 'low battery' warning message and lost power repeatedly even though the device was connected to ac power. Use of the device was inhibited. A backup device was made immediately available and used to administer therapy to the pt. The pt was not resuscitated. The reporter indicated that there were no adverse effects to the pt related to device use. This opinion was based on the immediate use of a backup device.

Manufacturer narrative:
Medtronic evaluated the device. The reported problem was not duplicated or confirmed. The batteries in the unit had been fully charged by the customer prior to the eval. The batteries were tested for operating time. The device operated for 163 minutes with both the batteries installed. Two new fully charged sla batteries are specified to have a 'typical' monitoring time of 132 minutes, 73 minutes minimum. The root cause of the reported problem was not determined.